Event description:
Patient presented to physician with swelling and infection at the neck incision. The physician treated the patient by surgically removing the inspire system on (B)(6) 2021, resolving the infection.